Event description:
It was reported that during preparation for water vapor therapy, error 219 - faulty delivery device appeared in the generator screen. The ok button was pressed, and it led to error 240 - prime failed. The same event occurred with a total of three delivery devices. The procedure was cancelled when the patient was already under general anesthesia. No patient complications were reported, a second procedure is needed, and the patient pacemaker should be switched off again. The day after the event, the generator was tested with another delivery device and it worked fine, while the error was reproduceable with the complaint devices. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.